Event description:
The customer reported that the system displayed a white screen on the left monitor, and that the x-ray light stayed on after releasing the foot switch. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cables to the connector inside the c-arm were replaced. The system was found to be working as intended and put back into service.